Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error codes 32098, 1134 and 32096. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported customer complaint was replicated on system startup. The unit also could not perform any patient side cart fixture test platform (pftp) testing because of the error. It was found that the insertion stator had a very low negative I_offset_frl reading (-82) compared to other axes (close to zero). After replacing the insertion stator, error 32098 was no longer triggered. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the insertion stator is the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted cardiac surgical procedure, arm 4 encountered error 32098. Before contacting support, attempts were made to recover the fault and restart the system, but the issue persisted. Technical support guided the customer through a hard power cycle on the patient cart, which did not resolve the problem. It was suggested to inform the surgeon that the system could be used with a 3-arm setup or, if all four arms were required, the cart could be swapped with a different system. There were no reports of patient involvement.